Event description:
A nurse reported that a customer could not get their freestyle flash blood glucose monitor to power on properly. They had not used the meter at all previously. While at a dialysis ctr, the customer then received a glucose result of 546 mg/dl on an unk brand of glucose monitor. Customer was diagnosed with hyperglycemia, and insulin was administered in order to stabilize blood glucose levels.

Manufacturer narrative:
The customer's prod had been requested back for an investigation. A follow-up report will be filed once investigation results are available.